Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Brachial access was obtained. The 90% stenosed lesion was located in the moderately tortuous and severely calcified external iliac artery. The external iliac artery was predilated with a non-bsc balloon. Then the physician advanced a 3.0mmx20mmx135cm sterling balloon to dilate the lesion further. The sterling balloon was inflated to 12atms and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).